Manufacturer narrative:
This issue was identified at the distributor prior to shipment to the end user. A review of the device history records and inspection records was conducted and no similar concerns were found. A review of returned product from the customer was performed and the complaint was confirmed. Investigation of the packaging equipment revealed that there was wear of equipment components (equipment scissor arms and pins were worn and front and back guides were curved out). Corrective actions planned are to replace the worn equipment components and re-validate the equipment after the components are replaced. Additionally, changes will be made to the preventative maintenance schedule for this equipment.

Event description:
There is a hole in the sterile barrier tray.